Event description:
It was reported that the patient had been admitted to the hospital on (B)(6) 2012 due to an infection at the vns generator site. The patient reportedly had been picking at the incision site and the generator could now be seen coming through the skin. Follow-up with the physician found that the infection was first observed by the mother on (B)(6) 2012. The patient had been seen on (B)(6) 2012 and there were no signs of infection, however, the mother noted that the patient had been trying to scratch at the incision. Cultures were taken, however, no growth was observed. No medication or diet changes were believed to have caused or contributed to the infection and/or wound opening. Surgery to explant the generator and a portion of the leads has occurred. The electrode portion of the lead was not explanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.